Manufacturer narrative:
Root cause is not clearly determined. Several contributing factors may have involved such issues as wear and tear of instrument, cantilever effort or bending load applied to the instrument.

Event description:
It was reported that "(B)(6) was trying to implant a pedicle screw more deep w/ the poly adjustment driver. The prong broke as he was torquing the screw. The patient didn't have exceptionally hard bone or any glaring issues."